Event description:
The customer reported that the "speaker operation problem" is displayed on the x2 monitor. They tried to troubleshoot the problem by cold booting the device but that did not solve it. There was no report of a patient/user harm. The device was not in clinical use at the time of the alleged malfunction.